Event description:
Incident as reported: (B)(6) - "during a laparoscopic cholecystectomy procedure the clip applier did not work properly. It appeared 2 clips in the jaw and clips did not close at all. Then he removed the defective clip applier from the field and replaced it with a new one. But it didn't work too. The doctor had to change to ligaclip."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.